Manufacturer narrative:
(B)(4).

Event description:
It was further reported that this was a new hospitalization with an admission date in (B)(6) 2015. The patient was discharged 10 days later.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01602. (B)(4) study. It was reported that "dislocation of atrial probe" occurred. In (B)(6) 2014 a 33mm watchman laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure using a watchman access system. There were no recaptures performed while positioning the watchman laa closure device. The closure device was placed distal to and spanned the entire laa ostium and there was a complete seal. At an unknown time, the "atrial probe dislocated." The event was considered resolved in (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was implanted with an ICD in 2005. The patient was upgraded to an crt-d system in 2013. During the watchman implantation in (B)(6) 2014, the crt atrial probe was dislocated. This was observed during a follow up appointment on (B)(6) 2015. Revision of the crt atrial probe was performed in (B)(6) 2015. In (B)(6) 2015, the data of the crt still showed insufficient ventricular stimulation (69%), wherefore an av node ablation was planned and performed in (B)(6) 2015 without complications.